Event description:
When the patient was being transferred, their leg caught on the elevating leg rest and the screw head cap allegedly went through the skin of the patient's calf. Emergency treatment was administered to the patient at the hospital.